Event description:
Further follow-up revealed that the manner of death was listed as natural. The death certificate listed the immediate cause of death as mycardial infarction, due to (or as a consequenc of) status epilepticus, due to (or as a consequence of) diabetes mellitus.

Event description:
The reporter indicated that the patient suddenly died. It was reported that the patient died at home while sleeping. The death was not witnessed. The vns sysem was not explanted prior to the patient's burial. It was also reported that the patient experienced greater than 50% reduction of seizures with the vns system. An autopsy was not performed. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns system caused or contributed to the patient death.